Manufacturer narrative:
(B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while the device was being used in creating the sleeve on the stomach and stapling to resect the stomach. Surgeon closed staple reload on stomach after struggling to gain access to the surgical site due to very restricted space. Stapler reload was fired successfully, however the knife blade assembly would not retract all the way back and the jaws would not open. Surgeon was unable to remove the stapler from the stomach tissue. Ended up using a second stapler to resect the stomach more to remove the original stapler reload. Once removed, the staff found that the reload had snapped under pressure during trying to gain access. Reload was still attached to the stapler handle, but not operational any longer. Manual stapler was used to transect the stomach and remove the staple line and reload that was still clamped on the stomach. There was an unanticipated tissue loss because of this problem.